Event description:
During a stroke thrombolysis using an agility 14 cordis wire in the intracranial circulation, the wire tip broke off and remained in an mca branch. The pt had partially successful lysis of his acute stroke with this wire fragment left behind in a branch that we could not reopen.